Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8262401. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. With the sample that was submitted bd engineers were able to observe damage sustained by the needle through visual observation of the device. The root cause was most likely due to a misalignment in the assembly machinery. To address this issue and prevent future occurences we have repaired the damaged equipment, and retrained our inspection teams to increase awareness of this defect.

Event description:
It was reported that safety shield activation failure occurred with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, "the safety shield cannot be removed after the catheter was punctured successfully. The catheter was replaced. Immediately."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety shield activation failure occurred with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, "the safety shield cannot be removed after the catheter was punctured successfully. The catheter was replaced. Immediately."